Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a partially broken off belt clip rail, with customer applied/glue adhesive to the belt clip area. The insulin pump was received with a missing retainer, with customer applied/glue adhesive to the reservoir tube lip area. Analysis was unable to perform the displacement test due to a missing retainer. The insulin pump was received with a missing reservoir tube o-ring, scratches on the display window cover, a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, and a slightly peeling off serial number label.

Event description:
It was reported via phone call that the insulin pump was damaged. It was stated the device had cracks but it was not bumped nor dropped. Customer's blood glucose was unknown at the time of the incident. The device was replaced and customer will send the product back for analysis.